Manufacturer narrative:
During use of the 6/7f mynxgrip vascular closure device (vcd), it was reported that when the physician went to draw back to expose the advancer tube, it was not showing and the sealant was still on the rail of the device. There was no patient injury and the patient was not hospitalized. Hemostasis was achieved with manual compression for less than thirty minutes. The procedure was an interventional coronary. The user shuttle down completely with no significant resistance or unusual force applied when retracting the sheath. The vessel diameter is 5mm with a medium stick location using a 6f competitor's sheath. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity or presence of pvd / calcium in the vicinity of the puncture site. No other information was provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. Sealant and advancer tube remained inside the shuttle cartridge in manufactured position the terumo procedural sheath was retracted back to the shuttle handle. The catheter, procedural sheath and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle down procedure was simulated per mynxgrip instructions for use (IFU). The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A device history record (DHR) review of lot f1822102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed due to the condition in which the device was received. However, it cannot be conclusively determined why the shuttle down step (failure to deploy) could not be completed. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported; however, it is possible that it was caused by an incomplete engagement of the advancer tube during the procedure since functional analysis was performed successfully. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
After an interventional peripheral procedure, a mynx vascular closure device (vcd) was used and the advancer tube did not deploy when the shuttle was advance completely. There was no patient injury. The device was removed and manual compression was performed for thirty minutes or less. The sealant still remained in advancer tube when withdrawn. Closure was performed under fluoro with 50/50 contrast in balloon. There was no significant resistance met when shuttling down. There was no unusual force applied when retracting sheath. The stopcock did not opened on sheath prior to shuttle down. The access site was femoral with a medium stick location. Femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. There was presence of pvd / calcium in the vicinity of the puncture site. The device is available for analysis.